Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported the tidal volumes were not as expected. There was no report of patient involvement.